Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was capped on (B)(6) 2019 and replaced with another lead. It was noted that the lead had noise leading to oversensing and low out of range impedance. The patient was stable before, during, and after the procedure.